Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2025, the recipient underwent repositioning surgery. The recipient has healed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and open electrodes. Device testing revealed results within normal limits. Programming adjustments have been made with some improvement noted. A CT scan revealed electrode migration. Repositioning surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.